Event description:
It was reported that in (B)(6) 2012, the patient experienced an overdose. Within 10 minutes of the pump refill, the patient began not acting like herself, she was feeling lightheaded, she was confused, unresponsive and had a seizure, so narcan was given and the patient responded to the narcan appropriately. When the emt¿s (emergency medical technicians) arrived, her o2 saturation decreased to 56. At the time of the event in (B)(6) 2012, they attributed the event to a seizure, but were now thinking in (B)(6) 2014 that it may have been a pump issue where the patient got bolused by drug that inadvertently went from the reservoir through to the intrathecal space while drug was being introduced into the reservoir during the refill. The expected and actual volumes were not checked following the event. The patient stated that the expected and actual volumes from the (B)(6) 2012 refill were normal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).